Manufacturer narrative:
Date of event. Please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rabi, j., anitescu, m. Late extrusion of an implantable pulse generator of a spinal cord stimulator. Pain physician. 2016. 19(4):e671-674. Summary: the objective of this manuscript was to report a case of a patient with extruded pulse generator 3 years after implantation of a spinal cord stimulator system. Reported events: one (B)(6) male patient with a history of failed back surgery syndrome and diabetes underwent spinal cord stimulation (scs) implant with excellent relief of his pain. The scs system was implanted with two leads and the implantable neurostimulator (ins) sutured 3cm in depth in the superior gluteal region. Three years after the implantation, he developed pain over the site of the generator and presented to the clinic with extrusion of the non-rechargeable ins from his gluteal region. The patient had complained of a "metal piece" being exposed from his buttock for one week during the routine follow-up. He denied fevers, chills, and any weight loss. He reported a recent increase in work as a truck driver with longer hours. He reported driving 16 hour shifts, 4 days per week in the last 3 months. Upon examination, a 1cm area of generator hardware was extruding from his left superior buttock. The area was tender without any purulent fluid or erythema around the site. He was given a topical and oral antibiotic. Five days later, the scs was removed successfully with an expected fibrous band seen around the generator. An area of 0.2cm x 1cm of skin surrounding the area of extrusion was resected and sent for culture, which returned negative. The leads and ins were also sent to pathology for cultures and also returned negative; it was noted that there was no infection. He completed a 14 day course of cephalexin and was instructed not to drive for six weeks. This late complication may have been related to the patient's ongoing profession of daily driving with pressure necrosis from prolonged sitting and constant vibration during long rides associated. The author stated that the extrusion was likely due to pressure necrosis from sitting longer hours. The fibrous pocket that naturally formed and scarred around the generator could have undergone shearing near the site of implantation leading to the extrusion. Structural size and design of the pulse generator may have had an important contribution as well. The larger ins size could have caused strain on the subcutaneous tissue. The device implanted in this patient had a larger size compared to newer generations of ins's. The superficial implantation was not considered as a possible factor because the ins was originally implanted about 3cm deep, securely anchored with non-resorbable sutures, the surgical wound was closed with 3 layers, and the patient had no complications for three years after implantation. The following device specifics were provided: restore primeadvance implantable neurostimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the author reported that the patient was doing well; the patient was on medication following removal of the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.